Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new bag of clinimix (tpn) 1000 ml was started at 1642 on (B)(6) 2024. Two nurses cosigned the bag at the rate of 75 ml/hr. At 2215 on (B)(6) 2024, the pump alarmed "air-in-line" and the bag was reportedly found empty. The user reportedly tried to turn off the pump module, but "the button was not working". The user then disconnected and reconnected the pump module. The user then pressed the "restore" key to determine the previous rate, which was 75 ml/hr. With a vtbi (volume to be infused) of 2 ml. The customer stated that based on this, it appears that the entire 1000 ml bag of clinimix was administered from 1642 to 2215. Per report by the facility's clinical engineer, "initial evaluation of the lvp (pump module) shows that the keypad is not working, as well as the door latch sticking..." There was patient involvement but no harm. Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the tpn infused at a rate greater than was expected, and it was estimated to be about 2 times the programmed rate. Per report, the facility's biomed inspected and tested the device. On inspection, no cracks were noted in the door platen but noted that the "door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance), the device passed and there were not anomalies during the pm testing.

Event description:
It was reported that a new bag of clinimix (tpn) 1000 ml was started at 1642 on 3 september 2024. Two nurses cosigned the bag at the rate of 75 ml/hr. At 2215 on 3 september 2024, the pump alarmed "air-in-line" and the bag was reportedly found empty. The user reportedly tried to turn off the pump module, but "the button was not working". The user then disconnected and reconnected the pump module. The user then pressed the "restore" key to determine the previous rate, which was 75 ml/hr. With a vtbi (volume to be infused) of 2 ml. The customer stated that based on this, it appears that the entire 1000 ml bag of clinimix was administered from 1642 to 2215. Per report by the facility's clinical engineer, "initial evaluation of the lvp (pump module) shows that the keypad is not working, as well as the door latch sticking..." There was patient involvement but no harm. Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the tpn infused at a rate greater than was expected, and it was estimated to be about 2 times the programmed rate. Per report, the facility's biomed inspected and tested the device. On inspection, no cracks were noted in the door platen but noted that the "door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance), the device passed and there were not anomalies during the pm testing. A copy of the medwatch report from FDA was received, which states, ¿a new bag of tpn (clinimix) 1000 ml was started at 1642 on [redacted date]. Two nurses cosigned the bag at the rate of 75ml/hr. At 2215 on [redacted date] the pump was alarming "air-in-line" and was empty. Nurse tried to turn off the channel, but keypad was not working. Nurse then disconnected and then reconnected the channel. Nurse then hit "restore" to determine the previous rate, which was 75ml/hr with a vtbi of 2ml. Initial evaluation by clinical engineering shows that keypad will need to be replaced. "Channel off" and "restart" buttons are not functional. There is also a possible issue with air in line sensor, as pump was giving air in line alarms with a primed set. The door latch of the pump seems to stick in the lower position and a small crack in the latch mechanism can be seen. Based on this, it seems like the entire 1000ml bag of clinimix was administered from 1642-2215. This would be approximately double the rate (166ml/hr)."

Manufacturer narrative:
Additional information : imdrf annex a, g, c, d codes and manufacturer narrative. Note that imdrf annex a1801, a1301, a0404, a040502, a0709, c02, c23, c16, c06, c0601, d01, d15, d11, d0301, g02017, g0204002, g04100, g02004, g04037, g04067, g0301204, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified? Additional information: age at time of event, age unit, date of birth, sex, device eval by manufacturer?, report source other, related report number grid, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The report of the pump module front keypad buttons not working was confirmed and attributed to a damaged keypad flex cable due to fluid ingress in the door assembly. The returned device was fully evaluated, and no other anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The customer provided an event date and time of 3 september 2024 at 4:42 pm to 10:15 pm. On 3 september 2024 at 8:12:19 am, the pump module event log showed that the module was attached to the concomitant pcu and powered on, and the pump module was assigned channel a. The profile in use was identified as ¿med surg¿. Between 4:44:32 pm and 4:46:41 pm the pump module was selected and programmed with an unknown drugid, suspect to be ¿clinimix (tpn)¿ with a rate of 75 ml/h, volume to be infuse of 400 ml and with an expected duration of 5 hours and 20 minutes then, the user started the infusion and was paused, two (2) seconds later the infusion was restarted. At 5:38:48 pm the pump module was alarmed ¿occluded patient side¿, and the user restarted the infusion. Between 10:05:15 pm and 10:08:51 pm the pump module was alarmed ¿air in line¿ and the user paused the infusion, the pump module was alarmed for ¿flo stop open¿ and ¿door closed¿, the infusion was restarted and seventeen (17) seconds later the pump module was alarmed ¿air in line¿ and at 10:08:51 pm the pump module was channeled off. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. External and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint. Inspection and testing of the incident administration set could not be performed since the incident administration set was not available for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace both bezel and door assembly. Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified. The root cause of the reported issue of channel off and restart buttons not working is being attributed to a damaged keypad flex cable due to fluid ingress. The returned device was fully evaluated, and no other issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a1301, a0404, a040502, c02, c06, c0601, d01, d15, g02017, g0204002, g04100, g02004, g04037, g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a new bag of clinimix (tpn) 1000 ml was started at 1642 on (B)(6) 2024. Two nurses co-signed the bag at the rate of 75 ml/hr. At 2215 on (B)(6) 2024, the pump alarmed "air-in-line" and the bag was reportedly found empty. The user reportedly tried to turn off the pump module, but "the button was not working". The user then disconnected and reconnected the pump module. The user then pressed the "restore" key to determine the previous rate, which was 75 ml/hr. With a vtbi (volume to be infused) of 2 ml. The customer stated that based on this, it appears that the entire 1000 ml bag of clinimix was administered from 1642 to 2215. Per report by the facility's clinical engineer, "initial evaluation of the lvp (pump module) shows that the keypad is not working, as well as the door latch sticking." There was patient involvement but no harm. Bd received additional information. Bd representatives went on site to gather additional information after the event was reported to bd. It was reported that the tpn infused at a rate greater than was expected, and it was estimated to be about 2 times the programmed rate. Per report, the facility's biomed inspected and tested the device. On inspection, no cracks were noted in the door platen but noted that the "door latch sticks when the door is open, and the door latch is closed". The test consisted of running the pm test (preventive maintenance), the device passed and there were not anomalies during the pm testing. A copy of the medwatch report from FDA was received, which states, ¿a new bag of tpn (clinimix) 1000 ml was started at 1642 on [redacted date]. Two nurses co-signed the bag at the rate of 75ml/hr. At 2215 on [redacted date] the pump was alarming "air-in-line" and was empty. Nurse tried to turn off the channel, but keypad was not working. Nurse then disconnected and then reconnected the channel. Nurse then hit "restore" to determine the previous rate, which was 75ml/hr with a vtbi of 2ml. Initial evaluation by clinical engineering shows that keypad will need to be replaced. "Channel off" and "restart" buttons are not functional. There is also a possible issue with air in line sensor, as pump was giving air in line alarms with a primed set. The door latch of the pump seems to stick in the lower position and a small crack in the latch mechanism can be seen. Based on this, it seems like the entire 1000ml bag of clinimix was administered from 1642-2215. This would be approximately double the rate (166ml/hr)."